Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a supraventricular tachycardia procedure, just after induction and insertion of the sheaths and catheter, the patient experienced an anaphylactic reaction. The procedure was stopped and the patient was admitted to the ICU overnight. Adrenaline infusion was administered to treat profound hypotension. The patient was discharged on (B)(6) 2024. The cause of the reaction is unknown. Patient's known allergies include atracurium, chlorhexidine, contrast medium, dexamethasone, ondansetron, seafood and shellfish.

Event description:
It was reported that during a supraventricular tachycardia procedure, the patient experienced an anaphylactic reaction. The cause of the reaction is unknown.